Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syr 0.3ml 30ga 8mm experienced hub separation from the device. The following information was provided by the initial reporter: this is a report about inability to detach the shield and hub separation. According to the customer's report, the shield was too tight open; it could be detached but the needle with the shield was separated from the barrel.